Event description:
The international manufacturer's representative reported that during training demonstration with the device, the ventilator failed due to a pressure sensor failure occurrence. The device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturer's service technician replaced the cpu pcb board to address the findings. Review of the device diagnostic log history noted a shut down of the unit and failure to successfully restart into ventilation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The cpu pcb board was returned to the manufacturer for analysis and a component failure was identified.